Manufacturer narrative:
(B)(4).

Event description:
It was reported that "when trying to thread sheath introducer it was getting caught up in the patient's skin at the point of transition from dilator to sheath. That transition felt thicker and stickier than usual. It started to mushroom and split. Had to pull a new sheath introducer from another kit to complete the insertion". No patient harm or injury. The patient status is reported as "fine".

Manufacturer narrative:
Qn# (B)(4). The report of a damaged peel-away tip was confirmed through complaint investigation of the returned sample. The customer returned one peel-away sheath with dilator assembly for analysis. Signs of use were observed on the returned components. Visual analysis revealed that the distal end of the sheath tip was split and folded. Despite the damage, the sheath and the dilator met all relevant dimensional and functional requirements. A device history record review was performed, and no relevant findings were identified. Various factors could contribute to the observed damage to the sheath tip, including the sheath tip manufacturing process and/or undue force applied unintentionally by the user. Therefore, the root cause was undetermined. Further investigation has been initiated under teleflex's quality system by the manufacturing site to further identify the potential root causes. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that "when trying to thread sheath introducer it was getting caught up in the patient's skin at the point of transition from dilator to sheath. That transition felt thicker and stickier than usual. It started to mushroom and split. Had to pull a new sheath introducer from another kit to complete the insertion". No patient harm or injury. The patient status is reported as "fine".